Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, criteria for the rv lead integrity alert (lia), oversensing due to non-physiologic signals/ sensing integrity counter (sic), and rv oversensing. Analyst commented, 362 ventricular sic from (B)(4) 2016. Seven non-sustained episodes with v-v intervals less than 220 milliseconds on (B)(4) 2016. Lead failure predictor triggered on (B)(4) 2016 for ventricular sic and non-stained tachycardia episodes. T-wave oversensing identified in episodes from (B)(4) 2016.

Event description:
It was reported that during use of right ventricular (rv) lead, an inquiry was received regarding functionality of the lead due to lead integrity alert (lia) was noted as triggered two times. Review of device data indicated right rv lead intermittent t-wave oversensing (twos), and high difference in r-wave sensing values. The device was re-programmed to integrated sensing, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.